Manufacturer narrative:
H6 coding not updated on initial report, correction sent medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported, that the system was removed, due to an old generator and an old lead.

Manufacturer narrative:
H3: analysis of ins 3058 (serial #: (B)(6)), found no anomalies. Analysis of lead 978b133 (lot#: va2d1uu), found the {x} conductor(s) was/were broken in the body of the lead at or near the tines. Continuation of d10: product ID: 978b133, lot#: va2d1uu, implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type: lead, ubd: 10-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.